Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 38560522) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 12:50 p.m. Was 3.8 inr. The result from the laboratory at 1:20 p.m. Was 2.8 inr. The patient's therapeutic range is 3.0 - 4.0 inr. The patient's coumadin dose was not changed based on either result. The patient is in stable condition.